Event description:
Initial information was received on (B)(6) 2012 from a consumer. This female consumer used colgate 360 toothbrush (lot# 3439le) and the toothbrush exploded. She began using the toothbrush in (B)(6) 2011. In (B)(6) 2012, she had been brushing her teeth for approximately 30 seconds. She heard a loud noise and the back part of the toothbrush flew off the brush. She had replaced the batteries one week prior to this report. She experienced no adverse event. Additional information was received on (B)(6) 2012 from a female consumer. This consumer used colgate motion powered toothbrush from (B)(6)2011 through (B)(6) 2012. The device malfunction occurred on (B)(6) 2012. (B)(4).